Manufacturer narrative:
We will continue to investigate and submit a follow-up report.

Event description:
We received the following report from fujifilm. On 12/04/2025, fujifilm healthcare americas corporation was informed of an event involving the fdr visionary suite. It was reported that the otcx fell down from the ceiling in visionary suite room 1 at the facility. It broke from the ceiling and collapsed, at least in part, on the patient who was being imaged. The tech who was completing the imaging was blown back and hit the floor. Tech went to see primary care doctor and is now out of work for the week. The room has been shut down, and no patients are being scanned at this time. From the photograph of the report sent by fujifilm, it was confirmed that the ceiling type x-ray tube support ch-200, a component of the fdr visinary suite, had fallen off along with the support steel of the hospital facility in the decorative ceiling.